Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: hyperion 6f jl4.0; stent: resolute 3.0x33. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The balloon rupture was not confirmed; however, there was a tear noted in the shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The nc traveler device is currently not commercially available in the USA; however, it is similar to a device sold in the USA.

Event description:
It was reported that during a procedure of the eccentric, heavily calcified, moderately tortuous, 90% stenosed, proximal left anterior descending (lad) artery, a non-abbott stent was implanted without pre-dilatation. Post-dilatation was attempted with the 3.5 x 15 mm nc traveler balloon inflated to 14 atmosphere (atm) when the balloon ruptured. The device was replaced with a new 3.5 x 15 mm nc traveler balloon to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.